Manufacturer narrative:
(B)(4). Brief description of complaint: service discovered high output on cut 6. Analysis conclusion: service initiated complaint of high output was confirmed. Software, which was not calibrated caused the generator to produce high output on cut 6. If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered and reported: during the pm test on the pulsar generator, the output of cut 6 was too high. There was no patient involvement, therefore patient information is not applicable.